Event description:
The patient was undergoing a robotic hysterectomy, right salphingectomy and excision of endometriosis. During the procedure the surgeon thought there was a burn on the anterior abdominal. Bipolar shears had been used prior to this discovery, and the surgeon feared possible arcing. The defect may have been a trauma from manipulation or an actual burn. A second surgeon was called in to assist with evaluation of the entire bowel for any possible defect. This prolonged the procedure significantly. No additional defects were noted and the patient recovered well.